Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed or duplicated and no problems were noted. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was intermittently lost. The problem, as reported to olympus, occurred during a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, one of the following factors may have caused the event: abnormality of the light source; abnormal in scope and scope cables; error in the video signal output cable.